Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received. Six unused devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by connecting the male luer of each device to an in-house one link device; no issues were noted during the simulated use testing. Clear passage testing, pressure testing, and functional testing were performed, and no issues were noted. The devices met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of an interlink system extension set disconnected from an unknown one-link set. The customer stated that the interlink extension set luer was ¿not long enough to lock into the one-link¿, and that the luer was about 5mm too short. It was further reported that the customer could insert and twist the sets, but the connections ¿pop apart if the threads move at all.¿ this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the unknown one-link set reported in the initial MDR was a neutral lad set ((B)(4)). Should additional relevant information become available, a supplemental report will be submitted.